Manufacturer narrative:
Device not returned

Event description:
It was reported that the control iq software did not accurately adjust the amount of insulin delivered. Reportedly, a pump reset was performed to resolve the issue, and the customer continued to use pump for insulin therapy. Customer's blood glucose ranged from 70-71 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.